Event description:
Information received from the field does not address the patient's clinical status but notes that a post implant check in the recovery room observed 2050 ohms atrial lead impedance. X-ray showed that the helix tip was extended, but it could not be confirmed if it was out all the way. At a follow-up one week later, pacing and sensing were good but the impedance was still high. The physician elected to monitor the patient.